Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component, expulsion and crack: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm volift with lidocaine in the marionettes. The luer lock cracked on the syringe and the product oozed out of the syringe. It was noted as a needle dislodgement. A cannula was used for the injection. There were no injuries.

Manufacturer narrative:
Lab analysis: visual analysis of the returned device noted an empty syringe was received and a crack was observed at the 3mm luer lock level.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm volift with lidocaine in the marionettes. The luer lock cracked on the syringe and the product oozed out of the syringe. It was noted as a needle dislodgement. A cannula was used for the injection. There were no injuries.